Event description:
Patient deceased as of the (B)(6) 2021. The active event. I understand why it had short interval counts since it was double counting at times. There also appears to be possible rv/lv non-capture on the last nsvt episode although it is hard to know since the electrogram is recording from ra to rv coil. Lead integrity notification which I believe the device sent during alert: rv lead integrity warning on (B)(6) 2021 (2 or more criteria met). Review high rate-ns episodes, sensing integrity counter (short v-v intervals) and rv lead impedance. The oldest high rate-ns episode associated with this observation is dated (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).